Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  These surgical procedures are associated with numerous risks.  Bleeding is  known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use.  With review of the available information there  is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities) are known possible contributors to this type of events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient was hospitalized due major bleeding. The patient had continuous nasal bleeding so it was recommended the patient undergo (B)(6) 2016 functional endoscopic sinus surgery(fess) with control of posterior and anterior epistaxis (including transnasal endoscopic sphenopalatine artery ligation, cautery and application of topic hemostatic agents with absorbable packing).